Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs), multiple back operations, radiculopathy, and peripheral causalgia. The patient indicated that he was having a lot of foot pain from an injury prior to implant and it is programmed to go to his foot. It sends vibration down his leg to his foot and it¿s hard to tell when his foot¿s on the ground because it¿s numb. The patient was having a lot of foot pain (like if you're sitting at a computer and you get up and your foot¿s asleep), he noted that is what stimulation does and he can't feel his foot. This has occurred with all systems that the patient has implanted since 1998. The patient kept falling with it, and he broke his hip again in 2009. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient did not have any complaints about the device, and he indicated that the devices have been a godsend for his pain and that they have worked well. He indicated that he has never had a managing physician for any of his devices and that he has always had full capability to program and change the settings on his device, and that he has only had manufacturer representatives help him with reprogramming sessions in the past. The patient explained the numbness in his foot, and he described it as ¿just tingling¿ and numbness/pins and needles like if you are sitting down in front of a computer for a while and then get up and try to walk and feel that pain/sensation. He indicated that he starts to experience this sensation with every previous system that he has had whenever stimulation is on. He indicated that the only way to make this sensation go away is to turn the stimulation off. He indicated that he has a pre-existing condition which was the result of an accident that he had before he had the stimulators. Symptoms of this pre-existing condition include his foot burning from sciatic nerves and drop foot from his nerve. The patient indicated that the device masks these pre-existing symptoms with the new sensation of tingling/numbness which causes him to fall. The patient indicated that he had previously broken his hip prior to implant of any stimulator, and he was suspecting that it did not take as hard of a fall to break his hip the second time when he fell in 2009 from the tingling/numbness when the stimulation was on. The patient was admitted to the emergency room in ohioat dublin orthopedics and an x-ray was taken of his broken hip at that time in 2009. The patient confirmed that only the emergency room physician knew about the broken hip, and that he did not have corrective surgery for the broken hip, and that he did not know the physician¿s name who helped him. The patient estimated that his weight at the time that he fell and broke his hip in 2009 was about 230-240 pounds. The patient indicated that he had fallen multiple times with his stimulation on with all of his systems due to the tingling/numbness. Since the patient has not been using the system implanted in 2010 that much due to using fentanyl patches, he has not had any falls. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.